Manufacturer narrative:
The date of the event was (B)(6) 2016. Patient information was requested; the customer refused to provide it.

Event description:
The international customer reported the device alarmed vent inop and stopped working due to a data acquisition pcb adc reference failure. There was no patient harm.